Event description:
It was reported that in the last three months the pt had been feeling "a lot of electricity" in all her body, especially in her head where she had the neurostimulator, and had recently began having motor problems. The pt was unable to meet the implanting physician for consultation, but had met with two different neurosurgeons who both told her everything looked fine. Despite this the pt believed that the device was faulty or not "calibrated correctly." The pt was unable to contact the distributor whom she bought the product from.

Manufacturer narrative:
(B)(4).